Event description:
Patient was post-spine surgery day 2. Order to d/c j-vac. Rn was having difficulty removing drain. She called for assistance from another rn who attempted pulling out drain while patient tried different positions. They had the patient push chest out and while attempting to remove the drain the tubing snapped out. Tip inspected and was questionable whether it had broken or not. Called and notified surgeon who came to the unit. Inspected the drain tubing and determined part had broken off. Md spoke with patient and scheduled surgery for the following morning. Pt brought to operating room, given general anesthesia. She had the mayfield tongs applied, placed prone and incision was opened. Several sutures were then split and the portion of the drain was found. It was easily removed without any difficulty. It was thoroughly explored for any other pieces, which were not found. It was then throughly irrigated, sutures placed, and patient transferred to pacu in stable condition.